Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) experienced a painful sensation related to the implantable neurostimulator, sudden loss of stimulator function and incomplete bladder emptying possibly ongoing since implant. The patient successfully changed programs on the call and was advised to monitor symptoms and follow up with their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device started causing lower back pain when the therapy was enabled and when it was off there was no pain. They were unable to empty their bladder causing severe pain and discomfort. They were put on antibiotics for 90 days to resolve the issue in the bladder. The cause was determined. They stated that the stimulator caused the pain and incomplete bladder emptying was not accomplished using the stimulator. They had to use catheterization 3-4 times daily to help resolve the issue and it will continue for life. When asked about resolve they noted that they would have the device removed on (B)(6) 2026 to resolve the issue.